Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following med dra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, the reported medical events and the reported lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion and she had severe pelvic pain. A bilateral salpingectomy was performed around 3 years after insertion. Both events are serious due to medical importance and anticipated in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this particular case, the patient did the confirmation test however the result was not informed. The device ineffective was assumed and the event regarded related to essure. Regarding the event severe pelvic pain, after essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented the event. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, that a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvic pain") and pregnancy with contraceptive device ("pregnant/ pregnancy (no complications),") in a 30-year-old female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: birth control pills from (B)(6) 2013 to (B)(6) 2014 and birth control pills from 2010 to 2013. Concomitant products included alprazolam (xanax), citalopram hydrobromide (celexa), ketorolac tromethamine (toradol) and vicodin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines"), headache ("headach") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced rash ("rashes, rashes on hands"). On (B)(6) 2015, 1 year 9 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstruation pain") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with citalopram and surgery (laparoscopic bilateral salpingectomy was performed on (B)(6) 2016). Essure was removed on (B)(6) -2016. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, dysmenorrhoea, alopecia, fatigue, procedural pain and abdominal pain outcome was unknown, the abdominal pain lower was resolving and the back pain, rash, vaginal haemorrhage, menorrhagia, migraine and headache had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, procedural pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: 4 coils noted at each tubal ostia. Essure devices were placed without any difficulty. Essure stop date was changed from (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion on (B)(6) 2016, pathology report final diagnosis showed bilateral fallopian tubes, salpingectomy. Fimbriated and transected fallopian tubes with benign hydatid of morgagni type cysts. No significant acute or chronic inflammatory infiltrate present. Foreign body (essure devices) (as written) within one fallopian tube. Negative for malignancy. From (B)(6) 2015 to (B)(6) 2016 patient took medication for she was pregnant. Hysterosalpingogram (hsg) and healthcare provider told that no issues, normal. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following med dra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, the reported medical events and the reported lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 8-jun-2018: pfs received. Event start dates were updated. Abdominal pain was added as events. Essure stop date was changed from (B)(6) 2016. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and pregnancy with contraceptive device ("pregnant") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." On (B)(6) 2013, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first trimester of pregnancy. On (B)(6) 2015, 641 days after starting essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstruation pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), alopecia ("hair loss"), rash ("rashes") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy was performed on (B)(6) 2016). Essure was withdrawn. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, alopecia, rash, fatigue and procedural pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain lower, back pain, alopecia, rash, fatigue and procedural pain to be related to essure. Diagnostic results: on (B)(6) 2014, she underwent an hysterosalpingogram test. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion and she had severe pelvic pain. A bilateral salpingectomy was performed around 3 years after insertion. Both events are serious due to medical importance and anticipated in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this particular case, the patient did the confirmation test; however, the result was not informed. The device ineffective was assumed and the event regarded related to essure. Regarding the event severe pelvic pain, after essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented the event. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvic pain") and pregnancy with contraceptive device ("pregnant/ pregnancy (no complications),") in a 30-year-old female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: birth control pills from (B)(6) 2013 to (B)(6) 2014 and birth control pills from 2010 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines") and headache ("headach"). In (B)(6) 2014, the patient experienced rash ("rashes, rashes on hands"). On (B)(6) 2015, 1 year 9 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with citalopram and surgery (laparoscopic bilateral salpingectomy was performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, dysmenorrhoea, alopecia, fatigue and procedural pain outcome was unknown, the abdominal pain lower was resolving and the back pain, rash, vaginal haemorrhage, menorrhagia, migraine and headache had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, procedural pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2014 she underwent an hysterosalpingogram test. Total bilateral occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following med dra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, the reported medical events and the reported lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events were added per pfs: abnormal bleeding (vaginal, menorrhagia), migraines / headaches. Patient demographics, historical drug and concomitant medications were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvic pain") and pregnancy with contraceptive device ("pregnant/ pregnancy (no complications),") in a 30-year-old female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: birth control pills from 18-oct-2013 to 1-feb-2014 and birth control pills from 2010 to 2013. Concomitant products included alprazolam (xanax), citalopram hydrobromide (celexa), ketorolac tromethamine (toradol) and vicodin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines"), headache ("headach") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced rash ("rashes, rashes on hands"). On (B)(6) 2015, 1 year 9 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstruation pain") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with citalopram and surgery (laparoscopic bilateral salpingectomy was performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, dysmenorrhoea, alopecia, fatigue, procedural pain and abdominal pain outcome was unknown, the abdominal pain lower was resolving and the back pain, rash, vaginal haemorrhage, menorrhagia, migraine and headache had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, procedural pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: 4 coils noted at each tubal ostia. Essure devices were placed without any difficulty. Essure stop date was changed from (B)(6) 2016 to (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion on (B)(6) 2016, pathology report final diagnosis showed bilateral fallopian tubes, salpingectomy. Fimbriated and transected fallopian tubes with benign hydatid of morgagni type cysts. No significant acute or chronic inflammatory infiltrate present. Foreign body (essure devices) (as written) within one fallopian tube. Negative for malignancy. From 08/2015 to 10/04/2016 patient took medication for she was pregnant. Hysterosalpingogram (hsg) and healthcare provider told that no issues, normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of product technical compliant. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.